Event description:
The operator could feel the tiny foreign substance on the prowler plus 150/50/20cm 2mb microcatheter surface. Additional information indicated that prior to prep, it is unk if the product felt rough. During prep, wet gauze was utilized to wipe the exterior catheter body shaft, and the solution was clean. It is unk if any substances was observed on the gauze. The catheter was flush. No other damages were noted on the microcatheter.

Manufacturer narrative:
Additional information will be submitted within 30 days.